Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: lumbar spinal canal stenosis at l4-5 and s1 procedure: transforaminal lumbar interbody fusion it was reported that intra-op, the connection part of the cage broke upon insertion. Fragments were removed from the patient however some might have remained inside the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: visual and functional inspection of the elevate spacer confirmed the ears/tabs have been broken off and nor returned for analysis. Optical and microscopic examination did not identify any damage on the bottom or sides of the implant; however, light surface marks and rib deformation was found on the upper peak surface. This damage is consistent with the implant being impacted in a disc space that is not distracted enough to allow the implant to smoothly enter. When the implant is forced in place the distal end of the upper surface plate can be forced upward where the ears/tabs see a load and can break. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visual and functional inspection of the elevate spacer confirmed the upper component ears/tabs have been broken off and not returned for analysis. Optical and microscopic examination did identify any damage at the bottom or sides of the spacers components. Optical and microscopic examination of the implant identified very light surface marks and rib deformation on the upper peek top. It appears the spacer was overloaded when the spacers height was adjusted while implanted. This is consistent with incomplete distraction/preparation of the disc space prior to attempted implantation of the implant. If information is provided in the future, a supplemental report will be issued.